Event description:
The pt was ordered to receive dilaudid by pca at 0.2mg per hour with a demand dose of 0.1mg every ten minutes up to six times per hour. A clinician-activated bolus of 0.1 to 0.2 mg every 20 minutes as needed for pain was also ordered. Around 16:40, pt's spouse alerted staff member to check on pt. Pt found to be greyish-blue and barely responsive. Nurse administered oxygen, turned off pca pump and removed duragesic patch from pt. Because of questionable pca pump malfunction, the pump was removed from service. It was noted that pt "desated" to 55% at one point and pt became nauseated with emesis x3. Pt received appropriate treatment following occurrence. Nurse assessed pca pump and determined that 15.6 ml of dilaudid was administered within 30 minutes, there was a clinician bolus administered, but no other rate changes. Pump was pulled from service and the internal event lot reviewed. It was determined that the pump did not malfunction and that a clinician bolus of 3mg was recorded as being administered at 16:18.